Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error and that the numbers were scrolling when trying to deliver a bolus. The blood glucose reading was 468 mg/dl. They were able to clear the alarm and deliver a bolus. The insulin pump was not dropped or bumped. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.